Event description:
The device was returned due to the sensor; no other information was provided by customer. The results of the investigation found that the force sensor was reading out of calibration. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and an out of calibration force sensor was found. The force sensor was recalibrated to fix the issue.